Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date : 2008, inratio: 1.9, lab: 1.0. Date: 2008, inratio: 4.7, lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.9, lab: 1.0, mean: 1.45, confident limits: 1.1-1.9. Date: 2008, inratio: 4.7, lab: 1.4, mean: 3.05, confident limits: 1.9-4.6. As internal procedure rev.2 for the test #1, the lab value is not in the confident limit but the inratio value is within confident limit. For test # 2 the lab value is not within confident limit but the inratio value is within confident limit. The pt surgery was cancelled due to inratio value. Pt had a change in cumadin dosage. This is an adverse event. Product will be investigated.